Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. Upon evaluation, the white wire connecting the pca to the battery cells was broken at the cells. The root cause for the broken white wire cannot be positively identified but is likely severe mechanical shock from physical impact. No adverse event resulted from the defective battery pack. The last patient to use this battery pack did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, battery pack (B)(4) was found to have a broken internal wire. The last patient to use this battery did not report any deficiencies.